Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04)- head. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the right hip arthroplasty on a single image as noted. Visual examination of the provided picture identified the head and liner were explanted and are covered in bio-debris. No evaluation can be made from the provided picture. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000858 ¿ g7 liner ¿ 7273173. Unknown cup ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. Report source australia. The product will not be returned to zimmer biomet for the investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 7 days post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.